Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13869. It was reported the pt had ineffective stimulation coverage. A sjm rep met with the pt and noted the pt's leads had migrated. The pt underwent a procedure on (B)(6) 2013 and her leads were repositioned. The pt had effective stimulation coverage post procedure.